Manufacturer narrative:
A confused pt got out of bed unassisted and fell. She caught her arm on her personal wheelchair and suffered a forearm laceration. The laceration was repaired with sutures in the emergency room. She was given a tetanus shot and treated with antibiotics. The contact at the assisted living facility reported that the protective cap on the brake lever was missing. The sample was returned and evaluated. The sample was in worn condition. The back upholstery was not the original and a seat belt had been attached to the last two screws of the set upholstery. The front right wheel was missing the dust cap. Dirt and grime was apparent throughout the sample. Both metal brake handles were exposed and were missing their plastic covering. There were hanging brake extensions that were not attached to the brake handles. These modifications were not made with medline parts. The sample eval did not reveal any mfg defect. We have determined the root cause for the reported incident to be a lack of maintenance, improper modification of the device and user error.

Event description:
U/f ref # (B)(4).